Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use an evercross 035 pta balloon with a 6fr sheath and a .014 guidewire during treatment of a 60mm fibrous lesion in the patients right mid common iliac artery. No vessel tortuosity and minimal vessel calcification were reported. Artery diameter reported as 7.5mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. The device was prepped per the IFU (instruction for use) with no issues identified. Embolic protection was not used. An inflation device was used for balloon inflation. Contrast inflation fluid was used. The device did not pass through a previously-deployed stent. No resistance was encountered when advancing the device. A circumferential/radial balloon burst occurred on first inflation at 8atms. The balloon broken horizontally and half of the balloon was in the patient's body. Difficulty removing balloon following balloon inflation was also reported. Physician made a cut on skin for retrieval of the detached component using a snare. A replacement non-medtronic balloon was used to complete the procedure. No patient symptoms or complications reported.

Manufacturer narrative:
Image analysis: the customer returned one image for evaluation. The image depicts what appears to be an evercross balloon which has a radial burst. However, it is not possible to ascertain from the returned image at what point during the procedure he burst occurred. Product analysis: a visual inspection of the device confirmed that the balloon burst and approximately 22mm of it detached and that both markerbands are present. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #: (B)(4): the customer returned one image for evaluation. The image depicts what appears to be an evercross balloon which has a radial burst. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.